Event description:
It was reported that the left ventricular lead exhibited high impedance. The lead remained implanted and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information indicated the lead was explanted and replaced on 6/25/2015. The patient would be monitored.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.